Event description:
Per independent repair center, the unit's' alarm would not function. The key failure was the power switch had a short circuit. It was noted that after the alarm was fixed, the unit starting alarming because of the pilot valve being contaminated.